Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices, and one lead had all high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg & lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.